Event description:
Patient reported left side folding and a "little peripheral fluid." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was contralateral side rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side folding and a "little peripheral fluid." The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: deformation device, wear abrasion, creases fold and weight to the specification. Bubbles in the gel were observed after autoclave cycle. Based on the device analysis the final assessment is: creases are observed but have no relationship with manufacturing. No issues found related with the manufacturing process.

Event description:
Patient reported left side folding and a "little peripheral fluid." The device has been explanted.